Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that after this pacemaker was implanted, the patient underwent a cardiac revascularization surgery which resulted in loss of capture on the right ventricular (rv) lead. The lead was explanted and replaced. However, at the patient's next device follow up, they had symptoms of dyspnea and dizziness, with a 2:1 av block. Loss of capture on the rv lead was again observed. The patient was admitted to the hospital, and the pacemaker was showing a time to eri of 10 months. A new intervention was performed four days later, where it was verified that the connection of the lead to the device was correct. A new rv lead was implanted, positioned in the middle septal region, with a threshold measurement of 1v. Now, the pacemaker showed 9 months remaining until eri battery status. The next day, the pacemaker was observed to be operating in safety mode. The patient remains hospitalized pending a device replacement procedure. No additional adverse patient effects were reported outside of the additional surgeries for the rv lead replacements.

Event description:
It was reported that after this pacemaker was implanted, the patient underwent a cardiac revascularization surgery which resulted in loss of capture on the right ventricular (rv) lead. The lead was explanted and replaced. However, at the patient's next device follow up, they had symptoms of dyspnea and dizziness, with a 2:1 av block. Loss of capture on the rv lead was again observed. The patient was admitted to the hospital, and the pacemaker was showing a time to eri of 10 months. A new intervention was performed four days later, where it was verified that the connection of the lead to the device was correct. A new rv lead was implanted, positioned in the middle septal region, with a threshold measurement of 1v. Now, the pacemaker showed 9 months remaining until eri battery status. The next day, the pacemaker was observed to be operating in safety mode. The patient remains hospitalized pending a device replacement procedure. No additional adverse patient effects were reported outside of the additional surgeries for the rv lead replacements. It was later reported that the device was explanted and a new pacemaker and leads were implanted on the patient's right side, due to the high risk for infection after the previous interventions. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. It was noted the device experienced three system faults/resets on 14 september 2022, which caused the device to go into safety mode. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported premature battery depletion and loss of capture.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that after this pacemaker was implanted, the patient underwent a cardiac revascularization surgery which resulted in loss of capture on the right ventricular (rv) lead. The lead was explanted and replaced. However, at the patient's next device follow up, they had symptoms of dyspnea and dizziness, with a 2:1 av block. Loss of capture on the rv lead was again observed. The patient was admitted to the hospital, and the pacemaker was showing a time to eri of 10 months. A new intervention was performed four days later, where it was verified that the connection of the lead to the device was correct. A new rv lead was implanted, positioned in the middle septal region, with a threshold measurement of 1v. Now, the pacemaker showed 9 months remaining until eri battery status. The next day, the pacemaker was observed to be operating in safety mode. The patient remains hospitalized pending a device replacement procedure. No additional adverse patient effects were reported outside of the additional surgeries for the rv lead replacements. It was later reported that the device was explanted and a new pacemaker and leads were implanted on the patient's right side, due to the high risk for infection after the previous interventions. No additional adverse patient effects were reported. The explanted device was returned for analysis.